Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported error 25521. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to replicate the customer reported complaint, but was able to confirm it occurred via the field error logs. Visual inspection was performed and did not reveal any issues. Fa noted the sine cycle was performed without any issues. Tests performed via matlab also passed.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that they encountered an error 25521 and lost one (1) of the arms. The csr informed the isi technical support engineer (tse) that they had disabled the left master tool manipulator (mtm). The site power-cycled the system to restore the arm, and the system powered up with no further error. The site continued with the case. The csr called back in during the same procedure to report that the error 25521 had returned, and they had to disable the arm. The site continued with their other surgeon side console (ssc). The procedure was converted to another da vinci surgical system with no report of patient harm, injury, or adverse outcome.